Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the patient called in because she hasn't been able to void on her own at all since the procedure yesterday, which is unusual for her. The patient stated the therapy isn't working for her in a positive way, that's it is a negative way since she can't void on her own at this time. Therapy adjustments were not made, a note has been left for the sales rep to reach out to the patient about therapy adjustments. No device issues were reported. The issue was not resolved the time of this report.